Manufacturer narrative:
The run data for the alleged results could not be provided and so a data analysis could not be performed on the relevant run data. An evaluation was performed based on the information provided. As the run data for the alleged runs could not be reviewed, the root cause of the discrepancy could not be identified. An investigation was performed on the limited information provided and no systemic product problem was identified.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with 4 patients samples with cobas® sars-cov-2 assay for use on the cobas liat system. For patient 1, 2 and 3, the alleged samples initial generated a negative sars-cov-2 result when tested on cobas liat. A new sample was collected and tested on the same cobas analyzer which generated a positive sars-cov-2 result. For patient 4, the alleged sample initial generated a negative sars-cov-2 result when tested on cobas liat. A new sample was collected and tested on the same cobas analyzer which generated a negative sars-cov-2 result. Finally, one additional sample was recollected and tested on a competitor platform (biofire) which generated a positive sars-cov-2 result. The results were reported to the patient and or/ medical personnel treating the patient. No harm is alleged. Per FDA¿s eua guidance, 4 mdrs will be filed.